Event description:
Pt had mitral valve replaced with a carpentier-edwards pericardial mitral valve. After placement, transesophageal echo showed significant regurgitation. Valve was removed and replaced with a hancock mitral valve. No injury to pt.